Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient with discomfort presented in the emergency room. It was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited diaphragmatic stimulation. An x-ray revealed that the rv lead and ra lead had dislodged. The rv lead and ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and muscle stimulation. A complete lead was returned in one piece with the helix extended and clogged blood/tissue. The full helix extension length was measured to be within specification. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.